Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via company representative. It was reported that an explant was performed and to resolve the issue the patient began taking oral baclofen. The physician was made aware to return the device but was not provided. It was reported that the company representative was not notified of the actual explant till after it happened. Based on physician feedback, the pump was working properly and the patient was doing well with current dosing.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (not currently available (may require follow-up) at not currently available (may require follow-up)) via an implantable pump for unknown indications for use. It was reported that the pump eroded throuh the skin, could see the pump. No diagnostics or troubleshooting performed. The patient was on antibiotics and scheduled for an explant on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8596sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.